Event description:
Laparoscopic appendectomy was being performed. Increased blood loss was noted. Surgery converted to open laparoscopy. Findings disclosed several lacerations. All were repaired. This report has been delayed secondary to attempts by clinical engineering to recreate event. Could not be reproduced.